Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. The customer reported a blood glucose (bg) level of 600 (mg/dl). A bolus was delivered and supplies changed to address bg levels. During troubleshooting with tandem technical support, the occlusion was determined to likely be in the cartridge. Reportedly, the insulin appeared gel-like. The customer will change all their supplies to address the issue.